Manufacturer narrative:
Bent and broken side control pedal.

Event description:
It was reported by service report that the bed has a broken side control pedal. It is unk if there was pt involvement or adverse consequences.